Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 failed to open on its own. The customer stated that the drawer clicked when an attempt was made to open it but did not fully open. Eventually able to recover the storage space by manually pulling the drawer open as it clicked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer tested the drawer and found that it clicked but did not open. When manually pulled, the drawer sounded like it was dragging. The fse adjusted the cabinet rails, but this made no change. No debris or obstructions were found, and nothing was contacting the drawer. The drawer slides were replaced, and the drawer was repaired. After repair, the drawer passed hardware test application (hta) testing and now opens approximately 2.5 inches. The customer tested the drawer multiple times in the pyxis application, and operation was verified as normal. The system functioned as intended after the field service engineer repaired the device.